Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Event description:
An olympus representative reported to olympus on behalf of the customer that when the facility staff used the video system center, the endoscope momentarily blacked out. The event was found during a diagnostic upper or lower endoscopy procedure. The procedure was completed with the same set of devices. There were no reports of patient harm. This report is linked to patient identifiers: (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be identified. Olympus will continue to monitor field performance for this device.